Event description:
Clinical report states patient was revised to address aseptic loosening of the femoral component. Although it is not known at which interface the loosening occurred, depuy cement was used in the primary surgery. Update: 1/30/2013 - patient's operative records received. Records indicate osteolysis was found upon revision. The insert was added to the complaint.

Manufacturer narrative:
**Update** 1/30/2013 - patient's operative records received. Records indicate osteolysis was found upon revision. The insert was added to the complaint. The products associated with this reported event were still not returned for examination. A search of the complaint database did not show any additional related reports against the newly added product and lot codes. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving tibial insert information. Depuy will notify the FDA when the investigation is complete..